Manufacturer narrative:
Concomitant medical products: 4965-25 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's epicardial right ventricular (rv) and right atrial (ra) leads were suspected for conductor fracture. The leads were capped. No patient complications have been reported as a result of this event.